Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the analysts were unable to duplicate the customer's problem. All accuracy testing was within range. The expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was not pumping the correct amount of fluids. There were no reported adverse events.